Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient's left hip was revised due to "concerns of loose cup". Rep reported that a stryker tritanium shell was revised to competitor product.